Event description:
A friend or family member of the patient reported a sudden loss of stimulation, and that the patient has been shaking badly for the past two weeks prior to date notified. The status of the implantable neurostimulator (ins) could not be checked as a patient programmer (pp) was not available. The patient has not seen their healthcare provider (hcp) since implant on (B)(6) 2015. Follow up information received from the patient on (B)(6) reported that they have not had their implant checked yet as they do not have an hcp to check it. It was clarified that the patient can contact a manufacturer representative (rep) and meet with a separate hcp than the one who performed the implant surgery. Follow up with the hcp will be conducted. Indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.